Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the device had oversensing that was possibly due to some type of electromagnetic interference, of which the patient could not recall anything specific. The device remains in use. No further patient complications have been reported as a result of this event.